Manufacturer narrative:
Product analysis : analysis of product 1897200, serial #: (B)(4) and lot #: 38536700 found that the motor was broken and bearings rusted. Pre-repair temperature test was taken and device overheats up to 120f in one minute. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that when performing a maintenance on the handpiece, it was found that the motor was hotter than usual. After letting the handpiece rest for about ten minutes, it still did not improve after the test. There was no patient involvement. On follow-up it was reported that the device overheated after one minute. Service and repair found that the device overheat within a minute.